Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to login to the pyxis es medstations. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) #, section e initial reporter zip. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had experienced issue with login. A technical support specialist (tss) noticed that the etl process was delayed, and the report data was not current, although the user was still able to log in. The tss dialed into the database server and attempted to start the sql server service via services.msc, but was unable to do so. Upon checking the os uptime, it was found that the server had been restarted earlier. The tss then restarted the database server, and once it came back online, tss able to connect to the database successfully. After logging into health sight viewer (hsv), it was observed that the etl delay notices had cleared. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to login to the pyxis es medstations. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.